Manufacturer narrative:
(B)(6). A lot history record review was completed for lots 25132445, 25132483, and 25132692 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(6). (B)(4). The hp1 device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Tissue buildup was observed on the jaws. Sign of blood was observed on the harvesting tool handle. No visible defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. The reported failure mode "failure to cut" was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wasn't getting a complete seal on the branches. Harvester was taking a full thickness bite on the branch. It was recommended that he place the branch in the center of the jaws . No bleeding noted, complete seal. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wasn't getting a complete seal on the branches. Harvester was taking a full thickness bite on the branch. It was recommended that he place the branch in the center of the jaws . No bleeding noted, complete seal. The hospital did not report any patient effects. Related to (B)(4).